Event description:
It was reported that during implant the cuff was tried not used due to the cuff being too small with an artificial urinary sphincter (aus). The 4.0cm aus cuff was not implanted and a new 4.5cm aus cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.